Event description:
During preparation to shape, the tip the physician noted that the hydrophilic coating on the tip was flaking. There was no patient involvement.

Event description:
During preparation to shape the tip the physician noted that the hydrophilic coating on the tip was flaking. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the only anomaly noted was the melted pebax on the tip of the catheter. A functional test was performed and no anomalies were noted. No other anomalies were observed on the returned device. Additional information received indicated that the physician steam shaped the tip of microcatheter for about 10 minutes. The device directions for use (dfu) instruct to steam shape for approximately 10 seconds. The tensile strength of the distal tip can be reduced for a given temperature and time exposed to the heat source, effectively weakening the distal tip. It is probable that extending the steam shape time to 10 minutes resulted in the in the melting of the pebax on the device and hence gave the effect of the "flaking" coating. Therefore, a root cause of use/user error has been assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.